Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation will not be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Approximately in (B)(6) 2016, the patient in the USA underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's intestinal tube was replaced due to a knot. The physician did not identify an issue with the peg tube but decided to replace both the peg tube and the j tube.